Manufacturer narrative:
System components - pump: model - 72400098, lot sn - 800334014, mfg date - 11/16/2012, exp date - 11/12/2017, gtin - (B)(4). Balloon: model - 72400024 lot sn - 801373009 mfg date- 12/04/2012, exp date- 11/14/2017, gtin - (B)(4).

Event description:
It was reported that the patient experienced urinary loss after the implant of an artificial urinary sphincter(aus) device. After a urethrocystoscopy was performed, it was observed that once the sphincter was activated the opening appeared to be insufficient and the cycle lasted no more than 30 seconds. The pump was malfunctioning. The reservoir is outside its initial position in the inguinal region. The pump will be replaced.